Event description:
During follow-up, the device could not be interrogated. The battery voltage was found to be depleted, so it was explanted and replaced. Additional information regarding the device's battery depletion was requested but was not received. The patient's condition was stable following the procedure.

Event description:
It was reported that the device was found in backup mode.

Manufacturer narrative:
No conclusion code available. The reported event of no communication was confirmed. The device could not communicate due to a depleted battery. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be determined.